Manufacturer narrative:
(B)(4). The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis; therefore, the event cause could not be determined.there was limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. (B)(4).

Event description:
Citation: mohlenbruch et al. Mechanical thrombectomy with stent retrievers in acute basilar artery occlusion. Am j neuroradiol 35:959-64, may 2014. Covidien received information through literature review that three patients that were treated with solitaire fr experienced serious adverse events. Patient #4 had a thromboembolic occlusion of a previously unaffected artery, patient #18 had a dissection of the v1 segment of the vertebral artery, and patient #19 had a dissection of the v2 segment of the vertebral artery. It was reported that a total of 24 patients (mean age 70 year old, 14 males) received mechanical thrombectomy treatment with stent retrievers in acute basilar artery occlusion between december 2009 and may 2012: 9 patients were treated with the solitaire fr and 2 patients were treated with both the revive se and solitaire. Patient #4 had nihss score of 19 on admission. The patient received additional intracranial stent deployment after mechanical thrombectomy with solitaire fr due to an underlying atherosclerotic stenosis. Nhiss and mrs scores at discharge were 1 and 2 respectively. However, the mrs score at 90 days was 5 due to the hromboembolic occlusion of a previously unaffected artery. Patient #18 received both revive se and solitaire fr treatment. Mrs score at discharge and 90 days were 4 and 3 respectively. Patient #19 received solitaire fr. Mrs score at discharge and 90 days were 3 and 2 respectively.